Event description:
It was reported that this pacemaker exhibited functional undersensing. The patient was brought in office for reprogramming due to under detection of atrial flutter. The device remains in service. No adverse patient effects were reported.